Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The kink was unable to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery that was mildly tortuous with moderate calcification. The 3.25 x 18 mm xience xpedition stent delivery system (sds) was unable to cross the lesion due to the anatomy and after several attempts and using force, the proximal shaft bent. Resistance was felt during the removal of the sds. A new sds was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.